Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they need an MRI but haven't used or charged the stimulator in about 2 years. They said they went to charge ins last night and found they couldn't charge. Pt said neither their left or right side hurts anymore. During the call pt started charging with excellent quality. Pt knows how to get into MRI mode and will do that once they have enough charge in the ins. Pt was interested in having scs taken out but doesn't want to see their managing hcp anymore. Patient says that when they got the implant "it worked really well but it was on the wrong side of my body, and they tried adjusting it but said it was as good as they could do". Pt said it was this way since the implant was put in. Pt mentioned that before getting ins put in, they had a spinal surgery "because I had pain on my right side hip area, and that surgery helped but then the pain went to my left side and once that happened I got the stimulator put in but I could only feel it on my right side and just a little bit on my left side, and I don't think the stimulator was put in right but that's just my opinion". Pt said that "no matter how much they adjusted it just didn't do much for me". Pt said neither their left or right side hurts anymore, which is another reason they stopped charging the ins.

Event description:
Additional information was received from a patient. When asked what the cause of the stimulation not doing much and the device being implanted wrong was, the patient stated that "while I cannot say it was 'wrong'. The amount of stimulation was much higher on the right side than on left where it was meant to be. It still seemed to work for a little while." The patient stated that changes were made to give as much stimulation as possible to the left side, but it was never as much as on the right side. When asked if the issue was resolved, the patient stated "no. Stimulator doesn't do anything at this point anyhow. Now I simply have a piece of junk in my back and can't have an MRI without proving it's in MRI mode. Seems it was more of a waste of time, money, and pain of surgery."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Annex f coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.